Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found evidence of reported problem or system fault. Attached a cassette into the pump and observed for reported problem. The customer's reported problem was verified. The pump was found displaying "cassette not attached properly" alarm message during the investigation. Investigator found corrosion by the pump latch/lock and occlusion sensor. The "cassette not loaded properly error" issue was caused by fluid ingression. The root cause of the reported problem was the corrosive latch/lock and occlusion sensor cause by fluid ingression.

Event description:
Information was received that this smiths medical cadd solis vip pump displayed alarm for cassette not latched properly. No reported adverse effects.